Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose at time of incident was 220 mg/dl. The customer stated insulin is squirting out during the manual prime. The customer stated that the pump was not bumped or dropped and no water contact. .the customer stated the drive support appears normal. The customer was advised that the device would be replaced. The customer was asked verbally and in written form to return broken pump for analysis.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to loose protruded drive support disk. The insulin pump was received with cracked end cap, severely scratched display window, cracked reservoir tube lip, cracked case near the display window corners and cracked display window.